Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer was delivering basal when the pump vibrated, beeped, and shut off at 80 percent battery life. The customer was unable to turn the pump back on even with it plugged to a power supply. There was no impact to the customer's blood glucose level.